Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system had a logging in error with biometric identifier and requested witness. The customer stated that the malfunction occurred when a user tried to issue medication to the patient, it slowed down the medication dispensing and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a logging in error with biometric identifier (bio ID) and requested witness. A technical support specialist (tss) obtained permission from the user to deploy the bio ID update package and performed a reboot of the station after successfully applying the update. The tss followed up with the user, who reported that the issue persisted, and received approval to proceed with further troubleshooting, including taking the station offline. The tss identified that the remote support service package had not installed the bio ID update and manually installed the update as per the knowledge article, "bioid lumidigm update package 1.3 release for es ¿ failure recovery fix", completing all post-installation verification steps. The tss rebooted the station and confirmed that bio ID login was functioning correctly and then obtained confirmation from the user to proceed with case closure. The system functioned as intended after the technical support specialist troubleshot the device.